Event description:
It was reported that during a peripheral stent placement procedure, a stent dislodgement occurred. The 80% stenosed lesion was located in the moderately calcified and non-tortuous right renal artery. The physician pre-dilated the lesion with a 5.0mm x 2.0mm sterling balloon catheter. Next, the physician advanced the 5.0mm x 19mm x 190cm express sd biliary stent system towards the lesion, however, severe resistance was encountered and the physician was not able to cross the lesion. The physician removed the express sd system outside of the patient and noted that the express sd stent had dislodged from the balloon once the express sd system was outside of the patient. The physician successfully completed the procedure using a 6mm x 18mm x 190cm express sd biliary stent system. No patient complications were listed and the patient¿s status was reported as ¿ok¿.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unknown. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4).